Event description:
It was reported surgeon determined from exam and x-rays that the pt's tibia baseplate had subsided and was loose. Therefore, on (B)(6) 2012, the pt was revised.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.